Event description:
It was reported that the safety device fell off the bd vacutainer® eclipse¿ blood collection needle while activating it after use, and left the dirty needle exposed. As reported by the customer, "safety shield on eclipse needle fell off while activating exposing dirty needle. I have a complaint for mfg #368608, lot #8235699. The safety cap of straight stick needle popped off when activating, leaving a dirty needle exposed and without safety cover. We have saved the product. Please provide me with an RMA # and shipping label to return the product. I believe it is probably will need to be hazard ¿ since it was used."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for safety shield separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety device fell off the bd vacutainer® eclipse¿ blood collection needle while activating it after use, and left the dirty needle exposed. As reported by the customer, "safety shield on eclipse needle fell off while activating exposing dirty needle. I have a complaint for mfg #368608 ¿ lot #8235699. The safety cap of straight stick needle popped off when activating, leaving a dirty needle exposed and without safety cover. We have saved the product ¿ please provide me with a RMA # and shipping label to return the product. I believe it is probably will need to be hazard ¿ since it was used."